Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure, a t12-l4 sacroiliac and thoracolumbar procedure. It was reported that the surgeon placed screws accurately, but the dilator, tap, and drill appeared to be 5 millimeters (mm) deeper than intended. An accuracy check was performed, and registration and navigation were confirmed to be accurate. No patient complications have been reported as a result of this event and there was no surgical delay time. Additional information received from a manufacturer representative reported that the site reverified the instruments and even swapped trackers, but the dilator, drill, and tap cad models were all deeper than fluoro showed. The screws appeared to be accurate the whole time.

Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, the issue was confirmed and resolved by replacing the surgical arm. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: asm0206, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the surgical arm, product ID: asm0206-01r, sn/ln: (B)(6), was returned on 03-aug-2025 and is under analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the surgical arm was returned for product analysis. The analysis determined that the arm had an encoder failure, an old version of the intel camera, a harmonic drive failure, and faulty plastic gears. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.